Event description:
It was reported that during a procedure on (B)(6) 2015, the tip of the connecting bolt broke and a fracture portion of the instrument remained in the patient. Subsequently, on (B)(6)2015, the patient underwent a revision to remove the fractured portion.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4) this report will be amended when our investigation is complete

Manufacturer narrative:
There was no product returned nor lot number provided. The age of the instrument as well as the usage history is unknown. There was an attempt to follow-up and obtain additional information to no avail. Over torqueing the inserter inside the locking bolt may result in fracture of the tip; however, based on information provided, the definitive root cause of this issue cannot be established. This product will be monitored for any adverse complaint trends. This device is used for treatment.